Event description:
During shoulder surgery, the water was continously flowing and the shoulder was bloated. Customer stated that they used 15 bags of water during the case. They were able to finish the case and had to cancel the remaining cased for the week. The unit caused no injury and the case was completed with no problems to the pt. No addtional information is available.